Manufacturer narrative:
Clinical evaluations was able to find substantial evidence to confirm the reported intraoperative endoleak type ia post the 30 day follow up scan. There was evidence of persistent type ia endoleak post the bare metal stent implant, which was observed at the conclusion of the implant procedure. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Device was not returned, therefore, sample evaluation was not completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an ovation to treat an aortic abdominal aneurysm. At the completion of the procedure, the final run angio showed an aggressive type ia endoleak. The physician implanted a palmaz on a coda balloon which successfully resolve the endoleak. At the 30 day follow up, the endoleak type ia was observed. Patient continues to be monitored. No additional patient sequelae has been reported at this time.